Event description:
It was reported that the customer passed away after experiencing low blood glucose levels. The customer's husband stated that she fell and hit her head so hard that she died from the impact. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.